Event description:
It was reported that when using the bd pyxis¿ es refrigerator there was a hardware failure due to a bin not closing properly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator was not communicating with the meditation. A field service engineer (fse) turned off the refrigerator, verified proper connections of all network cables, powered the refrigerator back on, and rebooted the station. The system functioned as intended after the field service engineer repaired the device.